Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented at the four week follow up with a hole in their scrotum, under the pump. The physician tested for infection and confirmed abnormal findings. The patient was placed on antibiotics for two weeks, and then performed a wash out and replaced the pump. Another swab for infection was performed and returned as normal. There were no additional patient complications reported.

Manufacturer narrative:
D6b explant date is an estimate.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented at the four week follow up with erosion of the pump and a hole in their scrotum. The physician tested for infection and confirmed abnormal findings. The patient was placed on antibiotics for two weeks, and then performed a wash out and replaced the pump. Another swab for infection was performed and returned as normal. There were no additional patient complications reported.

Manufacturer narrative:
Updated information to b5 describe event/problem, b3 date of event, and h6 patient codes. Correction made to d6b explant date. The explant date is an estimate.